Event description:
It was reported that the tubing disconnected at the smartsite connection closest to the patient on the 2-port primary tubing. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
No product will be returned. Photo provided by the customer shows that the primed set was separated from the distal vinyl tubing to the smartsite outlet port. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing disconnected at the smartsite connection closest to the patient on the 2-port primary tubing.